Event description:
It was reported that the user experienced hyperglycemia after disconnecting to shower prior to a full supply change, with blood glucose values rising to 218 mg/dl and later 272 mg/dl before the ilet delivered insulin and reduced glucose following ingestion of tortilla chips; troubleshooting and education were provided, and no device alerts or alarms were reported. Symptoms included elevated blood glucose. Outcomes included return of glucose to 133 mg/dl without hospitalization. Investigation included technical support review, user interview, and monitoring of glucose trends. Investigation of this case revealed that the device was functioning and responding to hyperglycemia with insulin delivery, and no device malfunction was identified. It was concluded that hyperglycemia occurred with cause unclear, likely influenced by temporary disconnection and recent carbohydrate intake, with the ilet operating as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.